Event description:
During bso we used covidien endocatch gold 10mm retrieval bag. While extracting the ovary through the 10mm port site, the bag ripped at the seam and ovary fell back into the abdomen. Bag is very stretchy and does not seem strong enough to withstand any degree of pulling.